Manufacturer narrative:
B3. Date of event was estimated based on device return date. The device was returned for analysis. Visual inspection revealed that the sheath assembly was kinked. No damage or failures were observed on the catheter pcba (ccp) board assembly or on the hub connector pins. It was not possible to pull the rotator and imaging core out from the hub due to the imaging window ripples that were found. Microscope inspection showed that the imaging window was torn and had ripples. The guidewire exit port, and the distal section of the tip were in good condition. Impedance testing showed an electrical open at the proximal end of the catheter, between 130 and 140 cm from the distal housing. Functional testing on the motor drive unit (mdu) and ilab system showed that the catheter was properly recognized by the imaging system when plugged into the mdu, and no connection issues or errors were detected during testing. A test guidewire was inserted and showed no resistance when tracking the guidewire through the catheter. During the flush test, the device could not flush when the telescope was fully retracted. The test could not be performed with the telescope fully advanced due to the imaging window ripples, and signs of leakage were also observed in the imaging window.

Event description:
Reportable based on device analysis completed on 06 nov 2025. The opticross hd imaging catheter was returned without any allegation of a device issue. However, device analysis revealed that the imaging window was torn and had ripples.